Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3024408. D4. Medical device expiration date: 31jul2025. H4. Device manufacture date: 10aug2022. D4. Medical device lot #: 2340957. D4. Medical device expiration date: 30nov2025. H4. Device manufacture date: 13dec2022. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter. The following information was provided by the initial reporter: verbatim: ge healthcare customer has told us during a customer call of foreign matter defects found.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter. The following information was provided by the initial reporter: verbatim: ge healthcare customer has told us during a customer call of foreign matter defects found

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-jul-2023. H6: investigation summary: our quality engineer inspected the representative samples submitted for evaluation. Bd received 15 sealed 20ga x 1.00in. Insyte autoguard bc pro winged units, 10 from lot number 3024408 and 5 from lot number 2340957. Through the visual inspection two units from lot number 3024408 displayed a foreign matter in the form of a black grainy matter in the packaging near the barrel. One unit from lot number 2340957 displayed a foreign matter that appeared as a solid silver foreign matter in the packaging. As the packages were sealed, it is likely that this incident occurred during packaging or manufacturing as a result of environmental factors, incoming material, or personnel. To mitigate the occurrence of these defects: operators perform cleaning per our quality plan, good manufacturing practices and gowning are followed, and environmental controls and inspections for foreign matter are performed per the quality control and sampling plans. A device history record review showed no non-conformances associated with this issue during the production of these batches. H3 other text : see h10.